Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported a scratch on a lens during an intraocular lens (iol) implant procedure. The lens was removed and replaced during the initial procedure without harm to the patient.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and handpiece. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause. (B)(4).